Manufacturer narrative:
On 3/27/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor has become aware that the contralateral device (see report # 1645337-2018-00523) was previously reported via psr in q1 2016 under reference number (B)(4). This complaint file (manufacturer¿s reference number (B)(4)) was created in error, as no additional information was received for this event. Upon opening this complaint file, the decision was made to report both devices based on the information available at the time, and the belief that this was a unique, previously unreported event. The device accounted for under this report number was not previously reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel smooth round high profile gel-filled breast implant (375cc), catalog # 3503754bc, s/n: (B)(4). (B)(4).

Event description:
It was reported that, on (B)(6) 2015, a female patient underwent a breast augmentation procedure with mentor memorygel smooth round high profile 375cc gel-filled breast prostheses [catalog number 3503754bc, serial number (B)(4) (left side) and catalog number 3503754bc, serial number (B)(4) (right side)]. In (B)(6) 2015, the patient began experiencing pain in her left arm, leading to the inability to fully use her arm. The patient also began to experience extreme and chronic fatigue, anxiety, depression, muscle pain, muscle weakness, muscle cramps, nausea, bone pain, swelling/stiffness in her joints, irritability, shortness of breath, signs of silicone toxicity, and weight gain. On (B)(6) 2015, the patient underwent a left capsulectomy with explantation, removal and replacement of the existing left implant. During the surgery, it was revealed that the left side breast implant had ruptured. A new replacement mentor memorygel smooth round high profile 375cc gel-filled breast prosthesis (reference number 3503754bc, serial number (B)(4)) was surgically inserted to the left breast cavity. The patient is still experiencing symptoms and is planning on explantation of both prostheses.